Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown. Product type: software product ID hh9020tdd lot# serial# (B)(6). Product type: section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for malignant pain. It was reported that the patient stated that over the past couple weeks, maybe a few weeks, her handset had been acting up. Patient stated that sometimes it would take forever to connect to the pump and other times it comes up with a red box that said some type of error and that you have to reconnect all three pieces of equipment again or something like that. Patient confirmed the handset would get stuck at specific percentage. Agent walked the patient through clearing patient data service and going back to the myptm app. Patient would monitor the issue and call back in if needed. Patient stated they were in the hospital previously and have had a the pump replaced one time. Additional information was received from the patient. It was reported that their healthcare provider (hcp) told them to call patient services for a new personal therapy manager (ptm) device because theirs had been giving them trouble for probably 6 months now. The patient was asked to clarify the issue and they stated that it was 'really slow' and they got an unknown error thing in a red box. Then, it said 'nothing is connected' and they had to connect again. The patient was asked about 90% lag and they stated sometimes it was 90 or sometimes it went slow to 16% for a long time. The patient was assisted with clearing data on the handset. The patient tried to connect to the pump and saw "no pump response". Best practices for communicator placement was reviewed and the patient was able to connect to the pump without issue. The patient stated that their next hcp appointment is friday. The agent recommended to close all applications, document the error message, and call back if further assistance was needed.